Event description:
Customer reports that the leg broke off of the stool at the bottom screw, causing the patient to fall. The patient was bruised in multiple places (elbow, ribs, hip). The patient did not seek medical attention for the bruising. A review of the complaint database indicates no similar incidents have been reported. The manufacturer tested a unit of the same model number, and concluded that the screw was most likely not tightened completely. Review of the labeling for this product instructs users to ensure all screws are tightened securely.